Event description:
The customer contacted heartsine to report a non-critical issue with their device. Upon evaluation of the customer¿s device, heartsine observed that the device was emitting distorted audio prompts. This may lead to an inability understanding how to use the device correctly, which could prevent or delay defibrillation therapy. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Upon receipt, the device auditory speech prompts were issued loudly and audibly. However, there was notable distortion in the speech prompts. The fault was attributed to a faulty speaker and could not be replicated with a known good speaker installed. Heartsine further evaluated the device and determined that the fault was attributed to the speaker, however, further root cause could not be established. The device was scrapped by heartsine and the customer was provided with a replacement device. The sam 500p device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.